Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, episodes of mode switch showing atrial arrhythmia undersensing was observed. Another episodes of mode switch showing atrial lead noise oversensing was noted. The noise was not reproduced via isometric testing in clinic. Programming changes were made to improve the atrial sensing. The physician would continue to monitor for any signs of noise.